Event description:
Boston scientific received information in late-(B)(4) 2014 that this patient advocate contacted boston scientific's latitude patient services to report that this patient had died in early-(B)(4) 2014. According to the patient advocate, the patient's condition did not improve following the explant of this recently implanted device and right ventricular (rv) 4-site defibrillation lead. At the time of the explant procedure, two inactive leads that had been surgically capped were also explanted. Subsequently, the patient developed several co-morbidities including another infection, blood clots, heart failure and internal bleeding (ulcer). The patient was discharged from the hospital to a nursing home. Shortly thereafter, the patient was transferred to hospice where the patient died.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The product was explanted.